Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.(B)(4).

Event description:
It was reported that there was a suspected pacing output issue with the right ventricular (rv) and left ventricular (lv) lead channels. It was also reported there was no capture at max output in both the rv and lv channels. It was further reported that the rv and lv leads had to be repositioned due to high threshold in the lv, no capture in the rv, however with same experiences after revision. Therefore the lv lead was replaced for anatomical reasons only. The rv lead remains in use and the device was removed and replaced with a new device. No further patient complications have been reported as a result of this event.